Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away due septic shock. The device was not explanted. It was noted that the patient had discontinued treatment with their original team at the beginning of 2025 and remained without medical follow-up for approximately 8 months. In (B)(6) 2025, the patient reappeared in another state in brazil at a hospital that was not a reference center for left ventricular assist devices (lvads). Therefore, updated information regarding the patient¿s clinical condition was not available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.